Manufacturer narrative:
No further information was provided for investigation. A root cause could not be identified. The patients were not affected.

Manufacturer narrative:
This event occured in (B)(6).

Event description:
The user received questionable vitamin b12 results for two samples. The unit of measure was pg/ml. Sample 1 initial result was 130 and the repeat result was 210. Sample 2 initial result was 75 and the repeat result was 280. The high value was confirmed with additional repeat testing, but no specific data was provided. No adverse events were alleged regarding the event. The lot number of the vitamin b12 reagent was not provided. The field service representative could not find a problem. He checked the fluid path, replaced the seal syringes and pinch tubes. He checked the gear pump pressure and for leakage, exchanged the sample and reagent probe and replaced the mixer paddle.